Event description:
The pt reportedly has some open electrodes and a traumatic hematoma. Testing showed that the device is functioning. Programming adjustments were made however, this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another cochlear device.